Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that protector p14j was used and coring occurred on 2 occasions. The following information was provided by the initial reporter: the customer reported about coring occurring with the use of p14j. The drug used is keytruda.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: two protectors, each attached to a vial, were provided to our quality team for investigation. Through visual inspection, multiple white particles were observed in only one of the vials, no foreign matter was observed in the other sample provided. The product was further evaluated, the protectors fit securely onto the vial, the needle on the protectors penetrated the vial stoppers properly, and no damage was found on any of the membranes. A device history review was performed for suspected lots 2006137 and 2005126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. After filtering the particles from the vial, characterization testing was performed to identify their composition, which determined the particles consisted of cellulose material, a material that is not used in the protector membrane or needle. Based on the investigation and results of the characterization analysis, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that protector p14j was used and coring occurred on 2 occasions. The following information was provided by the initial reporter: the customer reported about coring occurring with the use of p14j. The drug used is keytruda.